Event description:
Three devices (part#cev633h, cev647b5, and cev669e) were returned to mxi service and repair.

Manufacturer narrative:
Second device of the three (lot#201104mf1) - mfg date: april 2011. Third of the three devices: cev669e (lot# 201104mf2) - mfg date: april 2011. Dev633h 201101mf1 was evaluated and indicated that the ceramic wedges was broken and the protector was missing. Cev647b5 (lot# 201104mf1) was evaluated and indicated that there was damaged sheath and the tube was slightly twisted. Cev669e (lot# 201104mf2) was evaluated and no problems were observed. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: na. (B)(4).